Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6).

Event description:
It was reported that a balloon burst occurred. The 60% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.75mm wolverine coronary cutting balloon was used for treatment. During the procedure, upon first inflation, it was noted that the balloon ruptured at 18atm within 2 seconds. The device was removed using normal method without any problem. The procedure was completed with another of the same device. No complications were reported, and patient was good post procedure.